Event description:
Patient with a history of ventricular tachycardia and cardiac arrest. Patient is status post guidant dual-chamber ICD implant, history of cardiomyopathy, hypothyroidism, hypertension, anemia and paroxysmal atrial fibrillation. Patient presented to his physician's office for follow-up and discussion of recently recalled ICD device. Patient decided it was best to undergo ICD generator replacment.